Event description:
It was reported to philips healthcare that the device required an evaluation because it did not work. There was no negative pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.